Event description:
Additional information received indicates the device is not liable. Being reported under manufacturer reference number: 3006705815-2021-01510.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, device and physician information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported during a lead revision surgery on (B)(6) 2021 the physician was unable to implant the replacement lead due to scar tissue. As such, the procedure was abandoned.